Manufacturer narrative:
It was reported to abbott that the patient had a lead revision. Rep reported that the patient's lead was explanted and replaced on (B)(6) 2020. When the lead was removed, it did appear kinked or fractured. The explanted lead will not be returned. Therapy was restored post-op. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs lead was explanted and replaced. During the procedure, the physician noted that the lead appeared to be kinked or fractured.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on several lead contacts. Surgical intervention may be pending to address the issue.